Event description:
It was reported that the original surgery was completed by on (B)(6) 2013. Due to non-union after 7-8 months, the patient noticed a clicking, very hard/swollen area above the elbow. A revision surgery was performed to remove plate and screws on (B)(6) 2014. Patient was revised with 1-plate and screws. Patient history indicated that they have a history of hypertension in the past. This report is for an unknown screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for an unknown screw. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.